Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 53061 was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 18 injections. Connecting the catheter to the console revealed a kink on guide wire lumen under the balloon segment. The catheter passed the performance test; electrical, integrity and impedance were also within specification. Dissection and pressure testing did not show any leaks or traces of liquid or blood inside the catheter. However, a guide wire lumen kink was observed at 1.35 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a successful cryo ablation procedure, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.